Manufacturer narrative:
Product complaint number: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: lot #samrua. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure,the needle kept popping off from the suture. We had another occurrence with the same needle, but different lot #. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # : (B)(4). Date sent to the FDA: 8/26/2022. Additional information: d4, d9, h3, h4, h6. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one opened sample of product code j258 was returned to ethicon for analysis. During the visual analysis of the returned sample revealed that a clip off defect was observed in the sample. The barrel hole was examined under 20x magnification and revealed a remnant suture. In addition, the extreme suture was noted to be severely cut. As per returned conditions of the sample no functional test was performed. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking. Based on the information currently available, the clip-off was identified during the investigation of the sample received. This product issue will be addressed through ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one packet of product code j258 was returned with the packaging closed. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand to detect any issues related no defects observed during the evaluation. A functional test was performed, and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, each batch is randomly inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/21/2022. Additional information was requested, the following was obtained: our failure analysis lab received a wrong product with reference to this complaint, it was received the following product: product code: j258h; product lot #: sbmcxt. Could you please clarify if wrong device belongs to this complaint? Yes, this is the correct defective device. If the device was not reported before, please provide more details of device malfunction: it was the same malfunction. The suture is breaking at the swag (needle and suture connection). A device has been received for product j58h, lot sbmcxt, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form under 2210968-2022-06511. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-06551 & 2210968-2022-06511.